Manufacturer narrative:
The insulin pump was received with button error alarm due to corroded keypad traces. The device also had cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer's mother reported via phone call that the buttons were not responding and then, the insulin pump alarmed button error. Blood glucose value was 500 mg/dl; treated with manual injection. It was stated they are unsure if a button was pressed for 3 minutes or longer. Mother called the next day to report that the keypad started functioning properly. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.